Event description:
It was reported the device had no telemetry and no output. It was explanted and replaced. The patient outcome was noted as 'good'.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the device reached normal battery depletion.